Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net with the implantable cardioverter defibrillator exhibiting post paced t-wave oversensing. The patient did not receive any inappropriate therapy due to the oversensing. The clinician also discussed that the sinus tachycardia rhythm were being sensed as non-sustained ventricular tachycardia rhythm. Programming changes were recommended but were not made. No patient symptoms were reported.

Event description:
New information received stated that on july 26th, 2019, the patient presented in clinic and the recommended programming changes were made. The patient was asymptomatic.